Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose with blood glucose of 430 mg/dl at the time of the incident. The reporting party did not mention how the customer treated. The reporting party did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and no further information was provided. The insulin pump will not be returned for analysis.